Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient temperature (pt) has been controlled for 2 days at 37c but has now dropped to 36.2c and water temperature (wt) was in the 20s in an arctic sun device. Rewarming in normothermia at 0.1c/hr. Nurse swapped out to a new device before calling helpline. Noted with rewarm rate set so low the device was actively trying to rewarm at only 0.1 of a degree per hour. Also resetting or power off the device resets the algorithm so it would take time for the device to catch up. Nurse asked about increasing rewarm rate. Noted that was a clinical decision but walked through changing to 0.5c/hr per instructions.

Manufacturer narrative:
The reported event is inconclusive. The root cause could not be definitively identified. The instructions-for-use are found to be adequate. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient temperature (pt) has been controlled for 2 days at 37c but has now dropped to 36.2c and water temperature (wt) was in the 20s in an arctic sun device. Rewarming in normothermia at 0.1c/hr. Nurse swapped out to a new device before calling helpline. Noted with rewarm rate set so low the device was actively trying to rewarm at only 0.1 of a degree per hour. Also resetting or power off the device resets the algorithm so it would take time for the device to catch up. Nurse asked about increasing rewarm rate. Noted that was a clinical decision but walked through changing to 0.5c/hr per instructions. Per follow up information received via task on 27aug2025, spoke with charge nurse who stated this might have been related to a low flow incident but could not confirm. The nurse was not involved with this patient but stated their hospital has been having persistent pad issues and could not provide any further information at this time.